Event description:
The clinician reports the implant was inserted (B)(6) 2014 in ada 12. Details of surgery: immediate extraction site. On (B)(6) 2021, loss of osseointegration was verified. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, mobility and bleeding. No further patient complications were reported.